Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in the left atrial appendage closure procedures.

Event description:
It was reported that an air embolism occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds) were selected for use. The closure device was implanted. Two hours post-surgery, a computed tomography (CT) scan showed what appeared to be an air embolus in the right parietal lobe. The patient experienced left-sided weakness and left sided neglect. The CT scan showed no evidence of hemorrhage or acute ischemia. There was no evidence of air embolism during implant. It was noted the patient did have a patent foramen ovale (pfo) prior to the procedure, which could have caused a paradoxical embolus from venous access. The physician advised that since the occurrence was two hours after surgery it is unlikely that it was a direct consequence of the laac procedure, but it is possible because of rapid neurologic deterioration when the patient changed positions. There may have been a pocket of air that embolized to the right parietal lobe. The patient was placed on high flow oxygen and moved to the intensive care unit (ICU) for monitoring.